Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure indicated for a case of atrial fibrillation (a fib), a versacross connect for laac kit, a nrg transseptal needle and a torflex were selected for use. A pre-imaging transesophageal echocardiogram (tee) confirmed no pe prior to the procedure. The physician experienced difficulty going up due to a very tortures inferior vena cava (ivc). When started to go up the superior vena cava (svc) with the watchman connect, the physician was unable to find a tent at the fossa. Hence, the sheath was removed and instead a dry seal sheath with another watchman sheath was used to help position on to the fossa and avoid the tortuous anatomy of the ivc. This time too, the physician was unable to find a good tent at the fossa. The devices were taken out again and this time the physician used a nrg transseptal needle along with torflex guiding sheath. The physician was able to get a better tent and attempted for radio frequency delivery however the needle did not cross. It was advised to the physician that the sheath was directed towards the right atrium and it did not have the tent as seen on the echocardiogram. The physician adjusted the needle and the radio frequency was delivered again however the needle did not cross again. The echo tech was requested to check for effusion and it was confirmed there was no effusion. The physician made another attempt and delivered radio frequency third time. At this time, the patient began to have an effusion on the right atrium. A drain at the pericardial space was used and a tap was performed. The patient was admitted to post anesthesia care unit for overnight monitoring and is expected to be fully recovered. The device is not expected to be returned for analysis. The patient was not under warfarin nor antiplatelet at the time. In the physician's opinion, did the device or procedure did not contribute to the patient complication. The pericardial effusion was reported to happened during transseptal puncture.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc yet. A good faith effort to obtain the information is in progress, but it was not available still.